Event description:
It was reported that the tip of the guidewire ripped off. A direxion fathom-16 system was selected for use in a percutaneous transhepatic cholangiodrainage (ptcd) procedure to treat blockage in the bile ducts. During the procedure, the tip of the fathom guidewire ripped off. The procedure was completed with a different device. No patient complications were reported.